Event description:
Tampon unraveled [device breakage]. Case description: consumer reported via email that the tampon unraveled when she pulled it out. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon unraveled [device breakage] case narrative: consumer reported via email that the tampon unraveled when she pulled it out. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.